Manufacturer narrative:
Correction: accession number added for ID#2651942-20.

Event description:
On 11/13/96. The account received an erratic bhcg result while running the analyzer. The pt sample had been transported unrefrigerated, from the satellite lab, and was poured into an aliquot tube. The specimen container type is unk. A result of 30.40 miu/ml was received, which was questioned by the physician. The sample was retested from the master tube and a result of 0.0 miu/ml was given. The aliquot tube from the initial testing was rerun and a result of 0.0miu/ml was given. A corrected report was sent out. No report of injury.

Event description:
On 11/13/96, an erratic bhcg result was received while running the analyzer. A result of 27.24 miu/ml was initially received from an aliquot tube. The sample was retested and results of 0.00 miu/ml and 0.36 niu/ml were robtained from the aliquot tube and the master tuve. No report of injury.

Event description:
On 11/13/96, an erratic bhcg result was received while running the analyzer. A pt initial result of 69.38 miu/ml was received from an aliquot tube. This pt had a previous bhcg result of 78,634 miu/ml on 5/22/96. The pt sample was then repeated from the master tube and another aliquot tube, which had been poured off for a progesterone test, and results were 174513.11 miu/ml, 179327.82 miu/ml, 190061.12 miu/ml, and >200,000 miu/ml. The aliquot tube from which the intital result was obtained could not be located. No report of injury.